Event description:
New information notes the patient presented to clinic for another episode of inappropriate therapy for af. The decision was not to reprogram at this time. Patient is in good condition.

Event description:
It was reported that the patient received inappropriate therapy for af with rapid ventricular response. Programming changes were made. The patient condition was good.